Event description:
Pt hurt his back in 1993. Pt went to a local dr and he said pt ahd a herniated disc. Pt went to see another dr who implanted a metal screw in pt's lower back. Pt not satisfied with the procedure.